Event description:
(B)(6) study. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The patient underwent successful placement of the device with complete laa seal and deployed device diameter of 20.0 mm. Post procedure transesophageal echocardiogram revealed a pericardial effusion of size 2mm and left to right atrial septal shunt of less than 3mm size. At the time of this event, the patient was on aspirin (81mg) and apixaban (5mg). The next day the patient was discharged on apixaban and aspirin medication.